Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 7 (cat7), lightning aspiration tubing (lightning), and a non-penumbra sheath. During the procedure, the physician completed a few passes using the cat7. Subsequently, upon completing aspiration with the cat7, the physician experienced resistance while retracting the cat7. It was also reported that the physician noticed the cat7 was pinned and, consequently, the distal one third of the cat7 curled up into tight loops after removing it off from the guidewire.the thrombectomy portion was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the distal shaft was curled up into loops. The root cause of this damage could not be determined. Further evaluation of the device revealed a distal kink. This damage was likely a result of the device getting pinned during the procedure. Further evaluation also revealed an additional kink near its proximal end. This damage was incidental to the complaint and may have occurred during packaging for the return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of distal shaft damage.